Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The endoscope was tested on an in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The system displayed the error message ¿endoscope image quality may be deficient.¿ in subsequent testing, the endoscope intermittently displayed color bars in the right eye only. The endoscope also failed all flash error tests and exhibited flickering/rolling images. Focus testing performed on a system or equivalent failed. Additional observations not reported by the site: the endoscope was tested on a camera attenuation tester to measure transmittance and failed functional testing because the measured output power did not meet specification limits. Visual inspection revealed cosmetic damage to the endoscope housing, including faded or removed laser markings. Damage was also observed on the button pack assembly, with hairline cracks identified on both the left and right sides. The endoscope was further evaluated and found to have a camera instrument adapter defect. During friction testing, performed using a screening aid to manually rotate the adapter, the adapter did not rotate smoothly and produced abnormal noise, confirming binding. The adapter was removed from the housing and examined, revealing an attached endoscope adapter (aea) shaft bearing contributing to the friction. Visual inspection of the endoscope cable identified minor cuts in the cable insulation located in zone b (middle one-third of the cable). Cosmetic damage was also noted on the cable integrated connector housing, including discoloration. Mechanical damage was observed on the cable integrated connector paddleboard at the proximal end, such as scratches, indentations, and broken or missing pieces. Failure analysis plus: the endoscope was tested on an in-house system for cable testing and failed due to a wahoo paddleboard (wpb) defect. The probable root cause for the functional test failure, specifically the failed self-test, could not be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 30-degree endoscope plus instrument's image was green and inverted. The procedure was completed with no reported injury.